Event description:
During a brain avm procedure, the microcatheter was placed in the avm nidus in the anterior temporal branch of the right mca supplying the avm. The angiography run was uneventful. Nbca embolic glue (3:1 concentration) was injected after prepping with d5w (dextrose) with visualization under biplane subtraction fluoroscopy. The catheter was reported to rupture approx 8cm from the tip of the point of a 360 degree loop in the anterior temporal branch of the mca, with glue entering the mca frontal branch arising from the anterior temporal branch at the top of the loop.